Event description:
Bayer case number: (B)(4) perforation of organ [perforation of organ], insertion difficult [device insertion difficult]. Case narrative: this case information from a published study was reported by an investigator and describes the occurrence of perforation ("perforation of organ") in an adult female patient who had fallopian tube occlusion insert inserted for female sterilisation. Literature reference: jay m. Cooper, md, charles s. Carignan, md, daniel cher, md, and john f. Kerin, microinsert nonincisional hysteroscopic sterilization. The american cortege of obstetricans and gynecologists. Published by elsevier. 2000; 102: 67. Product or product use issues identified: device insertion difficult ("insertion difficult"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had fallopian tube occlusion insert inserted. On an unknown date she experienced perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (to remove essure hysteroscopically). Fallopian tube occlusion insert was removed. The reporter considered perforation to be related to fallopian tube occlusion insert administration. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints is reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of organ [perforation of organ]. Insertion difficult [device insertion difficult]. Case narrative: this case information from a published study was reported by an investigator and describes the occurrence of perforation ("perforation of organ") in an adult female patient who had fallopian tube occlusion insert inserted for female sterilisation. Literature reference: jay m. Cooper, md, charles s. Carignan, md, daniel cher, md, and john f. Kerin,. Microinsert nonincisional hysteroscopic sterilization. The american cortege of obstetriclans and gynecologists. Published by elsevier. 2000; 102: 67. Product or product use issues identified: device insertion difficult ("insertion difficult"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had fallopian tube occlusion insert inserted. On an unknown date she experienced perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (to remove essure hysteroscopically). Fallopian tube occlusion insert was removed. The reporter considered perforation to be related to fallopian tube occlusion insert administration. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints is reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-may-2025: no new information received. Literature article re-attached to the report. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.